Event description:
On september 29th, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The day prior, the user started receiving high bg readings of up to 400 mg/dl. Due to these elevated readings, the user took her prescribed metformin. The user also reported that following the above high bg readings she went to the doctor's office where they tested her bg levels which measured 128 mg/dl, while comparing to her dario meter, which read 209 mg/dl. The user did not mention any side effects and did not seek any further medical intervention. While on the phone with dario's representative, it was determined that the user had been using a cartridge that was opened for a month and a half. As per dario's test strips labeling "use within one month from first opening the cartridge foil. Dario's representative explained that strips that have been opened for more than 30 days can cause high readings. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. ] the high bg readings may have been due to the use of expired strips. Not enough information regarding old strips to investigate. No other product problem was reported. No resolution is available.